Manufacturer narrative:
This report is filed october 28, 2013.

Event description:
Per the clinic, the patient experienced an infection around the implant side. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2013.

Manufacturer narrative:
(B)(4).